Event description:
It was reported to boston scientific corporation on september 3, 2009 that an autotome rx sphincterotome was used during a calculus removal procedure performed on (B)(6) 2009. According to the complainant, the autotome was inspected prior to being inserted into the device and there was no notable damage at the tip of the device and there was no damage to the packaging. The guidewire could not pass through the device because the tip of the catheter was cracked/broken. The autotome did come in contact with the scope elevator. The procedure was completed with another autotome rx sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The device has been received by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).